Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Event 1: positive in culture test based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Event 2: inside of light guide lens was dirty although dirt (foreign material) was confirmed inside light guide lens it could not be identify. Regarding the cause of foreign material remained in the device. Since foreign material was not at external surface of the device, the material could not be removed by reprocessing. Based on the results of the investigation the likely cause of this event was that the light guide lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded the light guide lens which led to corrosion. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device. The following defects were found, crease at the charged coupled device lens, adhesive part of angle rubber broken, and crease at the switch 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera duodenovideoscope tested positive for unexpected contamination. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported, that the procedure was completed with a similar device with no delay. Sampling was taken at reprocessing, before use. Upon inspection and testing of the returned device, the scope light guide lens was found dirty. There was no report of patient infection/harm or user injury associated with this event.